Event description:
"After approx 75 min of perfusion there was a blood leakage notice out off the gas outlet from the oxygenator. A maximum of 4 drops was seen that have been lost. The oxygenator was fully functional in therms of oxygenation and ventilation. The oxy was not changed out and no hazard or delay was caused to the pt care". The affected component within the customized tubing set: (B)(4), #be-quadrox-ID adult + filt. Article #: (B)(4), lot #: 70098021. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary has received the product on 10/09/2014 for investigation. Maquet cardiopulmonary is aware of similar complaints from this product. Similar products, showing a similar malfunction, have been tested and under optical microscope delamination of some gas fibers were observed. Hence, the priming solution or blood was able to flow inside the gap between the gas fibers and polyurethane and the gravity guided it to the gas exiting path along the housing. Our review of the qc process indicated that a 100% functional inspection for leakage is conducted during mfg. This should be adequate to detect products that do not meet the performance specs prior to release for final packaging and sterilization. The test is carried out at 1 bar (approx 14 psi) for a time period of 75 min at a flow of 10 1/min. During this time each oxygenator is checked for any leakages. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. Maquet cardiopulmonary (B)(4) has initiated a CAPA process ((B)(4)in the root cause analysis phase. A supplemental report will be sent as soon as new info becomes available.